Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from their device and presented to the hospital. The patient stated the device had been beeping for about one month. The device was interrogated and a code 1003 was displayed on the programmer. Engineering reviewed the available device data and confirmed the alert had occurred on (B)(6) 2024 and also confirmed the battery was depleting faster than expected. Device replacement was recommended for within 90 days, noting there was sufficient reserve and if more time is needed, new data could be submitted in september and an updated replacement window would be provided. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The device was subsequently returned for laboratory analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from their device and presented to the hospital. The patient stated the device had been beeping for about one month. The device was interrogated and a code 1003 was displayed on the programmer. Engineering reviewed the available device data and confirmed the alert had occurred on (B)(6) 2024 and also confirmed the battery was depleting faster than expected. Device replacement was recommended for within 90 days, noting there was sufficient reserve and if more time is needed, new data could be submitted in september and an updated replacement window would be provided. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that low voltage alerts were recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from their device and presented to the hospital. The patient stated the device had been beeping for about one month. The device was interrogated and a code 1003 was displayed on the programmer. Engineering reviewed the available device data and confirmed the alert had occurred on (B)(6)2024 and also confirmed the battery was depleting faster than expected. Device replacement was recommended for within 90 days, noting there was sufficient reserve and if more time is needed, new data could be submitted in september and an updated replacement window would be provided. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The device was subsequently returned for laboratory analysis.